Event description:
Additional information indicates the event was reported by the customer and not found during receipt inspection of device.

Manufacturer narrative:
Correction: b5 - the event was reported by customer and not found during receipt inspection of device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the allegation ¿label of the videoscope was peeling¿. Scratches were found throughout the device. The adhesive on the bending section cover had a chip. Due to damage on forceps elevator lever, the bending section could not be fixed firmly. Angulation lever was dirty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
An incoming inspection of the returned device revealed the label of the videoscope was peeling. A device evaluation revealed, the adhesive around the objective lens was peeled off. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.